Event description:
It was reported that the programmer had a broken stylus pen, that the back cover was broken, that the lift cover was sticking and it was requested that it receive all necessary upgrades. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus pen was broken and the tabs on the power cord bay were broken. Concomitant product: 229047 software analyzer. (B)(4).